Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A (B)(6) male patient was treated for his aaa with an aortic stentgraft in an evar procedure sometime in (B)(6) 2010. Nothing out of the ordinary was reported from the procedure. On (B)(6) 2015, the patient came in with stomach pain. It was discovered that the supra renal stent had separated from the fabric on the right of the graft. Also that the supra renal stent had separated in the struts and looked now like a "c" instead of like an "o" (1820334-2015-00607). The patient has now a quite large pseudo aneurysm on the right side. To the physician it seems like there is a part of the strut from the supra renal stent sitting in the area a bit above the rest of the supra renal stent . Also, an occlusion on the left tfle-leg graft was noted (subject of this report, 1820334-2015-00609). According to the initial reporter, the patient was scheduled to come back for a follow up as planned after the initial procedure. However, the patient missed the follow up sessions later on. Additional information was requested, however it was not available at the time of this report. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation/evaluation. A review of the complaint history, device history record, instructions for use (IFU). Manufacturer instructions (mi), quality control (qc), trends and personnel interviews was conducted for the purpose of this investigation. The device was not returned for investigation as it is still in the patient. However, imaging was provided to assist with the investigation. It should be noted that there was five (5) year gap between initial surgery and first postoperative follow-up visit. Pre and post-op imaging was provided and was reviewed by our clinical expert on 24jan2016. Below are his findings and impression: imaging was sent out for clinical review: imaging date: (B)(6) 2010-(B)(6) 2015. Findings: pre-implantation cta, implantation angiography and follow up non contrast cts, x-rays, and a cta are provided along with the complaint report. Pre-implantation cta demonstrated an infrarenal abdominal aortic aneurysm anatomically within the IFU. The diffusely thickened aneurysm with poorly defined borders was consistent with an inflammatory aneurysm. The inflammatory tissue engulfed the ureters and a long stretch of the ima. The left renal pelvis was dilated with resulting delay in the left nephrogram. The aneurysm was excluded soon after in a manner consistent with the IFU. The sealing stent was implanted immediately inferior [to] the renal arteries. The suprarenal aorta was normal on cta and angiography, the left nephrogram was significantly diminished and no contrast was excreted into the left collecting system. Two months later x-rays demonstrated bilateral ureteral double j stents. By (B)(6) 2011 slightly more than one year after implantation, the supra renal stent began to flare to the right. The left ureteral stent had been removed. The flare was stable through (B)(6) 2011 but progressed on the (B)(6) 2012 x-rays. Non-contrast CT (B)(6) 2012 demonstrated a new pseudoaneurysm adjacent the flaring right stent. The left kidney was now severely atrophic. X-rays (B)(6) 2012 were identical. Non-contrast CT (B)(6) 2012 demonstrated [suprarenal] stent fracture at the base of the right lateral stent. The right anterior apex rotated into the pseudoaneurysm. A single barb was contained in the aneurysm. Loculated bilateral pleural effusions were also present. By (B)(6) 2012 the rotated barb had separated but was contained in the aneurysm sac. The adjacent posterior strut base anchoring suture separated from the sealing stent fabric allowing the posterior right two struts to straighten into the pseudoaneurysm. By (B)(6) 2013 the separated apex migrated to the superior aspect of the pseudoaneurysm sac. This was stable on (B)(6) 2014 however an additional posterior barb separation was present superior to the suprarenal stent. Although the barb location was evidence of approximately 10 mm inferior suprarenal stent migration, the limb gate junctions remained stable and did not kink. A CT without contrast (B)(6) 2015 and a cta (B)(6) 2015 both demonstrated enlargement of the pseudoaneurysm from 66x66mm in 2012 to 83x103mm. The right kidney had although not as severely as the left. The aortic wall thickening had extended superior engulfing the proximal sma and the celiac artery origin. The prior loculated pleural effusions had resolved. The left limb was occluded and the limb thrombus contiguous with mild main body mural thrombus. The left limb was not kinked. The earlier separated posterior barb was stable however the right barb separation was no longer identifiable within the pseudoaneurysm. Impression: the suprarenal stent first flared into a right suprarenal pseudoaneurysm associated with an inflammatory aneurysm. A right lateral suprarenal stent apex fractured at its base and straightened into the pseudoaneurysm. Its other strut base fractured shortly afterwards separating it from the suprarenal stent. A neighboring right anterior apex anchoring suture also separated from the sealing stent fabric allowing the two right anterior apices to straighten into the pseudoaneurysm. The pseudoaneurysm grew to a very large size by (B)(6) 2015 with inflammatory changes also engulfing the proximal sma and celiac artery. The fractured apex was stable after migrating to the superior pseudoaneurysm. Two barb separations occurred. One in the posterior sealing zone was stable between 2014 and 2015. The first separated barb originally imaged in the pseudoaneurysm could no longer be identified and presumably embolized. The left limb thrombosis was related to main body mural thrombus. The amount of mural thrombus was mild and likely was the result of not the cause of the limb thrombosis. No left limb kinking developed despite suprarenal stent inferior migration of approximately 10 mm. Significant findings to the patient's anatomy were not observed. Significant findings relative to the disease state were observed. A large inflammatory pseudoaneurysm developed over the course of the follow up. Significant findings relative to the aneurysm given its imaging appearance and obstruction of the ureters. While the IFU does not list inflammatory aneurysm in the non-evaluated patient population, it does list infection and genetic connective tissue disorder both of which are proposed etiologies of inflammatory aneurysms along with autoimmune disease. Significant findings relative to the design or performance of the device were observed. These include fracturing and migration but eventual stability of a suprarenal stent apex, two suprarenal stent barb separations one of which likely embolized, suprarenal stent inferior migration, and left limb thrombosis. Cause of any adverse effects was observed. The suprarenal stent caused the pseudoaneurysm however it was only possible because of the underlying aortic inflammatory disease. The IFU shipped with the device was reviewed for instructions related to the use of the device that could cause or "contribute to" occlusions of the iliac legs. Section 4.2 patient selection, treatment and follow-up: -pre-existing regions of stenosis/narrowing have been shown to increase the risk of a thromboembolic event (e.g. Leg graft occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. -follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approx.. 5mm ID may be at increased risk of a thromboembolic event, re-intervention should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. -patients with poor outflow or a hypercoagulable state may be at an increased risk of a thromboembolic event. Section 4.5 implant procedure : -excessive overlap 10mm above the main body bifurcation may increase the risk of limb thrombosis. Section 5.2 potential adverse effects: -arterial or venous thrombosis and/or pseudoaneurysm. Section 8 patient counseling information: in addition to the risks and benefits of endovascular repair, the physician should assess the patient's commitment and compliance to post operative follow-up as necessary to ensure continuing safe and effective results. Listed below are additional topics to discuss with the patient as to expectations after an endovascular repair. Section 12 imaging guidelines and postoperative follow-up: -patients should be counseled on the importance of adhering to the follow-up schedule both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. Based on the information provided, a definitive root cause for the limb occlusion was not established. Complaint has been confirmed. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Root cause could not be determined: based upon the details related to the event, there was a five(5) year gap between the patients initial endovascular intervention and initial post operative follow-up. Per the instructions for use, regular postoperative visits are required to help ensure the hazards associated with this type of surgery are significantly reduced, including graft limb occlusions. It is recognized that iliac occlusion is a potential adverse event. Therefore, annual CT examinations are recommended in order to provide information on aneurysm diameter change, endoleaks, patency, tortuosity, progressive disease, fixation length and other morphological changes. Although, the lapse in time in between patient's follow-up visits may not have been the direct cause of the occlusion, routine follow-up visits per recommended intervals would have potentially provided the attending physician with the necessary surveillance to assess the patients health and effectiveness of the aaa endo treatment. Complaint has been confirmed. The risk remains acceptable with the inclusion of this event due to a low risk severity and occurrence rate. The appropriate personnel have been notified. We will continue to monitor for similar events.

Event description:
A (B)(6) male patient was treated for his aaa with an aortic stentgraft in an evar procedure sometime in (B)(6) 2010. Nothing out of the ordinary was reported from the procedure. On (B)(6) 2015, the patient came in with stomach pain. It was discovered that the supra renal stent had separated from the fabric on the right of the graft. Also that the supra renal stent had separated in the struts and looked now like a "c" instead of like an "o" (1820334-2015-00607). The patient has now a quite large pseudo aneurysm on the right side. To the physician it seems like there is a part of the strut from the supra renal stent sitting in the area a bit above the rest of the supra renal stent . Also, an occlusion on the left tfle-leg graft was noted (subject of this report, 1820334-2015-00609). According to the initial reporter, the patient was scheduled to come back for a follow up as planned after the initial procedure. However, the patient missed the follow up sessions later on. Additional information was requested, however it was not available at the time of this report. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.